Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided charging instructions and replacement charging supplies and customer continued to use the pump for insulin therapy. Customer will call if issue persists.